Event description:
Reported via journal article. It was reported that tissue damage requiring intervention occurred. This case series of 9 consecutive patients with persistent (left atrial appendage) laa thrombus was conducted between (B)(6) 2023 and (B)(6) 2024. After placing a sentinel cerebral protection device (cpd) when anatomically feasible, balloon atrial septostomy was performed as needed to enhance transeptal access in all 9 patients. A 20f mechanical aspiration device with a 15-mm funneled ostium was advanced to the laa ostium, and manual vacuum aspiration of thrombus was performed. After ultrasonic confirmation of thrombectomy, a watchman closure device was implanted successfully using a watchman access system. One patient (patient #3) who had a 31mm watchman flx closure device implanted, required the transseptal septostomy site to be closed with a 12mm non-boston scientific septal occluder device due to the tissue injury from the index procedure. 5 other patients had residual atrial septal defects of varying sizes but did not report interventions. Another patient (patient #1) who had a 27mm watchman flx closure device implanted, had a 3mm peri-device leak (pdl) (which there was no information on any interventions performed) and large left ventricle (lv) thrombus (requiring apixaban) identified at the 2 month follow up which both was found to have been resolved at the six (6) month follow up.

Manufacturer narrative:
B3: event date estimated as procedures occurred between (B)(6) 2023 and (B)(6) 2024. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Journal citation: saleem m. Et al. (2025) concomitant mechanical aspiration and appendage closure for recalcitrant left atrial appendage thrombi. Jama cardiol.doi:10.1001/jamacardio.2025.0203.

Manufacturer narrative:
B3: event date estimated as procedures occurred between august 2023 and july 2024. D1: removed the brand name because the device is known to be a watchman access system, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Journal citation: saleem m. Et al. (2025) concomitant mechanical aspiration and appendage closure for recalcitrant left atrial appendage thrombi. Jama cardiol.doi:10.1001/jamacardio.2025.0203.

Event description:
Reported via journal article: it was reported that tissue damage requiring intervention occurred. This case series of 9 consecutive patients with persistent (left atrial appendage) laa thrombus was conducted between august 2023 and july 2024. After placing a sentinel cerebral protection device (cpd) when anatomically feasible, balloon atrial septostomy was performed as needed to enhance transeptal access in all 9 patients. A 20f mechanical aspiration device with a 15-mm funneled ostium was advanced to the laa ostium, and manual vacuum aspiration of thrombus was performed. After ultrasonic confirmation of thrombectomy, a watchman closure device was implanted successfully using a watchman access system. One patient (patient #3) who had a 31mm watchman flx closure device implanted, required the transseptal septostomy site to be closed with a 12mm non-boston scientific septal occluder device due to the tissue injury from the index procedure. 5 other patients had residual atrial septal defects of varying sizes but did not report interventions. Another patient (patient #1) who had a 27mm watchman flx closure device implanted, had a 3mm peri-device leak (pdl) (which there was no information on any interventions performed) and large left ventricle (lv) thrombus (requiring apixaban) identified at the 2 month follow up which both was found to have been resolved at the six (6) month follow up.